Event description:
Needle used for circumcisions on infant males, during attempt to administer lidocaine the fluid would not flow through needle tip. It appeared to be blunt and this was the second needle including the same lot.